Event description:
It was reported the lead thresholds were high, the impedance increased and there was no output. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent and the impedance trend on the rv (right ventricular) pacing lead was variable. Lead impedance shows some variability with average impedance between 700-900 ohms with a spike to 1285 ohms the week of 2013-(B)(4). Leads trends data shows rv lead average capture threshold has varied and increased to greater 2 volts since the week of 2013-(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).